Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During procedure, it was noted that patient appeared to have tortuous femoral vein, so it was difficult to bring the sheath to the heart. The physician tried many solutions but forcing it in the vein seemed to have damaged the distal tip of the dilator. When the sheath could finally reach the heart, it was changed the sheath to do the transseptal puncture with a new dilator. The procedure was completed using the new device and no patient complications were reported. The device is not expected to be returned as it was disposed.